Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
On an unknown date the drill broke. This is 1 of 1 report for complaint (B)(4).